Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 30% to 5% after being connected to a power source. Customer reported blood glucose level was 223 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer stated their blood glucose (bg) level has been high lately however no specific value was provided. The customer declined to provide further information regarding the high bg or perform troubleshooting with tandem technical support.